Manufacturer narrative:
Product analysis: at analysis it was determined that the atrial connector was broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was originally returned as a loaner return/restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.